Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a competitor right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances. No plans to intervent at this time. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). This device is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the other manufacturer's lead had a conductor coil fracture, causing the out of range shock impedance measurements. The pocket was reopened to replace the lead. This device was also replaced at that time. No adverse patient effects were reported.